Manufacturer narrative:
The dcb and the connecting cable were not returned. The coil was returned unsheathed and unprotected. The dpu was entangled and knotted. The coil was returned damaged. The detachment fiber did not receive heat and melt. Ultrasonic applied to only the resistive heating coil section changed the static 0.0 ohms to a still out of specification of floating of >5.03 m ohms. Manual manipulation of only the resistive heating coil section changed the static 0.0 ohms to a still out of specification of floating >20.47 ohms. Note: no indication of a predeployment electrical check being performed. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the fault light illuminating on the detachment control box (dcb) was due to a fracture of the solder joint located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had an additional contribution to the complaint event. There was no evidence that a predeployment electrical test was performed prior to use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends: ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ based on the information and the analysis, the event was confirmed, however, the cause of the damage was not related to manufacturing as review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additionally, without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Therefore, no corrective actions will be taken at this time.

Event description:
Unable to detach coil. Detachment box showed fault signal. Coil removed successfully.